Manufacturer narrative:
During the on site inspection, the medtronic representative reported that upon inspection, the rotor was in the lateral position with the door open slightly leading to the door alignment pins being misaligned and engaging the dingus which prevented the rotor from moving and the door from opening further. The medtronic representative reset the alignment pins which allowed the side walls to close the releasing dingus and rehomed the system which resolved the later issue. It was further found that the upper door switch had been maladjusted leading to the original issue. The rep adjusted the upper door switch to resolve this issue. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that the imaging system door would not open. They attempted to override the door open with the yellow button on the side without success. The site then tried using a ratchet handle to move the gantry however, when cranking the ratchet, the leds were not moving. The imaging system was moved to the foot of the bed through the lift and shift and the case was finished using a different imaging system. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.

Manufacturer narrative:
Additional information: (B)(4) was received and a review found that the surgery was a lumbar spine procedure. Patient information provided. The patient sex information received from the rep at the site was reported female, contrary to the sex of the patient checked on the user medwatch indicating male. Patient weight field not sufficient to hold all digits, should read: (B)(6).